Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown triathlon ts #5 femoral component. The following other devices were also listed in this report: 100 mm stem; cat# unknown; lot# unknown; size 9 ps poly liner; cat# unknown; lot# unknown; size 4 tibial component; lot# unknown; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information was not made available to the manufacturer due to hospital policy. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
Surgeon removed all existing implants due to instability. Proceeded with stryker mrh system.